Event description:
At the time of implant while anchoring the sensing lead, the surgeon noticed some air bubbles from the lead tract. She was concerned with possible pneumothorax so she injected some saline and asked anesthesia for some manual breaths. Did not notice anything more so she continued with procedure. Shortly after, when anchoring the second anchor more air bubbles were noticed. She called for xray post implant before waking the patient. Xray read by radiologist and a pneumothorax was detected. The patient returned to hospital and was admitted and a chest tube was inserted to treat the pneumothorax.